Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock due to incorrect interpretation of signal. No changes were reported besides medication provided to prevent atrial fibrillation. The patient was stunned for a short period of time following the shocks.